Event description:
Hello, I have been a contact lens wearer for 20+ years, and I have never had any problems until this year. I have worn ciba vision lens and used renu most of these years. I only wear my lenses during the day as they are removed at night, and they have always lasted me a very long time without any complications. However, this year, when I went for my annual eye exam, I switched to a new doctor, and we decided that I appeared to be getting my best vision using a bausch and lomb product, so I switched. Well, whether due to the brand, the solution, or the type of product, I immediately began having problems and serious pain. First, I was almost immediately diagnosed with having a herpes virus on my right eye, which led me to medication, a discontinuation of the use of contacts for several weeks and numerous doctor visits. I was floored by the diagnosis, as I do not have any history of any herpes infection and/or outbreak. Once that problem had cleared, I returned to using the bausch and lomb lenses. Within a month, I was having serious eye pain again, and a new type of infection/irritation. Thus, I had to discontinue the use of lenses for a second time. My complaints to my optometrist were rebutted by the statement, "I don't have any other complaints." So, once the problem cleared, we started over with another fresh pair of lenses. A month or so later, I was back in the doctor's office with yet another infection/irritation. For the third time, I again had to discontinue the use of contacts until the problem cleared. One day, a co-worker commented on the redness of my eyes, and I explained to him what was happening. He told me that he had the same problem, and that he, too, had to discontinue use and returned to his doctor for treatment. Again, I have never had any problems with wearing contact lenses all these years, and suddenly, I am suffering severe redness and unbearable pain. I expected that I was not an isolated, nor oddball, case. The doctors tells me it is not the lenses, nor the solution per se, but suggest it is in the composition or the "construction" of the lenses. If that is the case, I can't imagine that lenses would be permitted on the market that can lead to irritations, infections, and such pain. Thank you for your time, consideration into my experiences, and any investigation you might devote to the circumstances. Date of use: 2007. Event reappeared after reintroduction - yes